Event description:
A (B)(6) year old male admitted for replacement of his medtronic ICD due to premature battery depletion of his biventricular ICD. Patient had recently reported worsening fatigue and shortness of breath. Echo shows ef of 25-29%. The battery voltage had been tested in the pt's cardiologist office and found to be less than optimum. Original placement of device was on (B)(6) 2011. The pt underwent the battery replacement procedure without complications. Only the battery was replaced. The accompanying leads were found to be in good working order. Pt did well post procedure and was discharged home the same day.